Manufacturer narrative:
Initial reporter: unknown.

Event description:
It was reported that the patient experienced shoulder pain. Pneumothorax due to a puncture was observed via x-ray. The patient was hospitalized. The patient was treated with oxygen therapy for accelerating resorption of the pneumothorax. The lead remains implanted. The patient was discharged.